Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 8f sheath hole prior to a cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three proglide devices. A fourth device was inserted and deployed, but when removing the device, the entire suture (formed knot) came out of the anatomy. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to 17f, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.